Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse calling after therapy completed, and the arctic sun device removed from patient. Stated patient was cooling to targeted temperature (tt) 36c but at one point patient temperature (pt) was dropped to 34.4c. Noted water temperature (wt) did seem to be warm trying to counter act but asking why the overshoot. Noted it was difficult to make a guess and better to call at the time it occurs so that they can check the diagnostics, verify no alerts/alarms and discuss other therapies and patient medication administration that can contribute to drops in patient temperature (pt). Nurse stated they already put in a work order with biomed. Asked them to notate to have biomed call in for assistance so that they can pull case data and review this particular occurrence. Sn: (B)(6).

Event description:
It was reported that the nurse calling after therapy completed, and the arctic sun device removed from patient. Stated patient was cooling to targeted temperature (tt) 36c but at one point patient temperature (pt) was dropped to 34.4c. Noted water temperature (wt) did seem to be warm trying to counter act but asking why the overshoot. Noted it was difficult to make a guess and better to call at the time it occurs so that they can check the diagnostics, verify no alerts/alarms and discuss other therapies and patient medication administration that can contribute to drops in patient temperature (pt). Nurse stated they already put in a work order with biomed. Asked them to notate to have biomed call in for assistance so that they can pull case data and review this particular occurrence. Sn (B)(6).

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Noted water temperature (wt) did seem to be warm trying to counter act but asking why the overshoot. Noted it was difficult to make a guess and better to call at the time it occurs so that they can check the diagnostics, verify no alerts/alarms and discuss other therapies and patient medication administration that can contribute to drops in patient temperature (pt). Nurse stated they already put in a work order with biomed. Asked them to notate to have biomed call in for assistance so that they can pull case data and review this particular occurrence. Sn (B)(6). A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.